Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a damaged pump cable can be confirmed based on the submitted photos and the onsite evaluation by an abbott representative. Review of the submitted log files captured driveline power fault alarms. Despite the alarms, the pump appeared to be operating as expected at the fixed speed. No other notable events or alarms were captured. The patient¿s system controller was exchanged, and abbott technical services performed an onsite driveline evaluation. Additional photos from the driveline evaluation were submitted which revealed that the damage extended into the armor layer. Tape was applied to the area of damage. Additional log files from after the controller exchange and driveline evaluation were submitted. The driveline power fault alarm had cleared, and the pump appeared to be operating as expected at the fixed speed. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and call their hospital contact right away if the driveline is damaged (or might be damaged). Several sections of the IFU and patient handbook also provide information regarding how to clean and care for the driveline. These sections state to keep the driveline clean. As needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 7 of the IFU and section 5 of the patient handbook address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cut their driveline on the patient side of the modular cable connection. The log file captured on (B)(6) 2023 starting at 6:31:05 driveline power faults. Based on the photo submitted, it appeared the percutaneous lead (patient side) was cut, resulting with the controller¿s internal fuse a open. Controller event log displayed multiple consecutive strings of driveline_power_fault / pwr_a_broken - ocp_a_open alarms beginning on (B)(6) 2023 ~6:31 am thru (B)(6) 2023 11:22 am as reported. It was later communicated that the controller was exchanged, resolving the issue. Following the initial startup alarms, the pump appeared to be operating as intended with no unusual alarms or events recorded. The damage was secured with rescue tape.

Manufacturer narrative:
Related MFR: 2916596-2023-05555. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.